Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress of repeated use, external factors, or handling. It is suggested that the user facility receive instruction/reinstruction on the handling method of the device including usage environment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported problem, the bending section cover is leaking due to holes/cuts. Additionally, the coating on insertion tube section was found peeling off. The insertion tube is wrinkled below the protective boot cover. The insertion tube and the universal cord are crushed/collapsed. The adhesive on the bending section cover is chipped and missing. Also there are cosmetic scratches on the universal cord and on the universal cord. The device history records (DHR) could not be confirmed since the device was manufactured more than 15 years ago. A review of the device repair history shows no repair records in the past year. The investigation by the legal manufacturer determined that the root cause cannot be conclusively determined. However, the probable cause of the defective item is due to usage stress, external factors or handling. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer evis lucera bronchovideoscope was returned to olympus for repair for a reported ¿leak¿. The customer problem was found during an unspecified event. Upon inspecting and testing, the coating on insertion tube section was found peeling off. No death, injury or harm was reported. This report is being submitted to capture the coating of the insertion tube peeling off.